Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing. It was noted that the upper case, lower case, display lens and side bail covers were broken, the atrial output connector was contaminated and was missing the silicone, the battery contacts were compressed.

Event description:
It was reported that the external pulse generator's atrial lead was not pacing properly. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.